Event description:
The patient had a second sensor implanted. The sensor was calibrated and readings were taken successfully.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Additional information.

Event description:
An angiogram was performed along with the right heart catheterization. Additional information determined the sensor was non-functional. The site plans to implant a second sensor at a later date.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. No recalibration was performed as no signal could be obtained from the sensor.